Event description:
It was reported that upon interrogation of the device, an alert for possible high output circuit damage and low hv impedance were observed. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.